Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
I was reported that the device sparked.

Manufacturer narrative:
Alleged failure: before a procedure, they had the probe submerged in a pan of saline when the probe started sparking. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
I was reported that the device sparked.